Event description:
It was reported that the patient is scheduled for an ipg replacement for an unknown reason.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
Additional information received indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.